Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with 2 bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of the samples. The following information was provided by the initial reporter, translated from japanese to english: the customer reported poor barrier separation in the tubes.

Event description:
It was reported that after use with 2 bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of the samples. The following information was provided by the initial reporter, translated from japanese to english: the customer reported poor barrier separation in the tubes.

Manufacturer narrative:
D9. Device available for evaluation? Yes. Returned to manufacturer on: 02-jun-2023. H6. Investigation summary: bd received 58 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of poor barrier separation was not observed. The 58 samples were visually inspected with no issues being identified. The 50 retention samples were visually inspected with no issues being identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.